Manufacturer narrative:
H3 other text : product is not expected to be returned.

Event description:
The patient's wife reported he passed away on (B)(6) 2022 due to diabetes. At the time of the event the blood glucose meter was not working due to an unknown issue. It is unknown how long the meter had not been working. The cause of death listed on the death certificate was heart failure. No further information was provided.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.